Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked; a half of the medication was left. This was observed during preparation, when the outer packaging was opened by the nurse. The device contained benzylpenicillin sodium 7200mg and citrate buffer in 230ml sodium chloride 0.9%. A new device was used to continue with the preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from september 7, 2022 - september 8, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.